Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. The customer delivered an unknown amount of insulin. Reportedly, the customer filled the cartridge with 150 mg/dl. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer continued using the existing cartridge for insulin therapy.